Event description:
Treatment of an aneurysm. It was reported that the distal section of the pipeline slowly opened during deployment and eventually resolved no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).